Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. It was noted there was only a single episode. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.